Event description:
It was reported to philips that the geometry movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary procedure, which was completed after three reboots of the system. The philips field service engineer (fse) inspected the system on-site and found that the system gave an error message "geometry partly available". A review of the log file showed that the geo ipc did not start up well occasionally. Upon troubleshooting, the fse checked the geo pc wiring and reseated the geo pc x10 network cable, as it wasn't making good contact. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.